Event description:
Foley catheter attempted to be removed, surgeon noted balloon with difficulty deflating. On last surgical case on [date redacted] while testing the foley catheter balloon, it was inflating only on one side. Was not used on patient. The foley catheter lot # is: ngju4246.